Manufacturer narrative:
Event date: the date of event estimated as (B)(6) 2022. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury could not be determined. The reported recurrent mr appears to be a cascading effect of the tissue injury. The reported patient effects of tissue injury and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet tear and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. One month later the patient returned with the mr increased to 4. It was noted the posterior leaflet was torn, and a portion of the posterior leaflet remained in the clip and the anterior leaflet was fully attached. A second procedure was performed on (B)(6) 2022. One clip was implanted lateral to the first clip, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.